Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator went into inoperable condition while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. Customer stated there was a delay in treatment, the patient was not harmed or injured as a result of the event. Customer was instructed to call back with the error codes from the memory logs . Covidien was not authorized to service the device.

Manufacturer narrative:
A keyboard was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed and found dome slippage of some of the metal domes underneath the keyboard membrane. The returned component was installed into a test ventilator for analysis. An investigation was performed and the identified root cause of the reported issue was isolated to the dome key slippage. If information is provided in the future, a supplemental report will be issued.